Event description:
Mother of end-user reported that for the past two (2) to three (3) weeks, end-user's abdominal skin at the right upper quadrant presented with red, raised intact bumps with itching located under entire mass and tape border.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user did not consult a health care provider for treatment in the past two (2) to three (3) weeks since onset of redness. It was suggested to contact health care provider for evaluation which was agreed by end-user's mother. The review of skin care indicates that end-user cleanses peristomal skin with a no-sting adhesive remover; ivory soap and (B)(4) solution which is then rinsed off. Lastly, mother of end-user was educated on the benefits of using stomahesive powder blotted with barrier wipe, and have agreed to try esteem plus stomahesive appliance. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.